Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the compressor did not start. The transformer of the compressor was replaced. After replacement, the compressor started to work properly. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #:(B)(4).